Manufacturer narrative:
Findings: pump received with blank display, problem isolated to mother board. Unable to confirm reprogram alarm, check setting alarm and external flash crc error alarm due to blank display. Unable to performed any tests due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip, and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm reprogram and check settings alarm. Customer's blood glucose at time of incident was 210 mg/dl. Customer stated that all settings were gone. Customer was assisted in performing self-test and result was external flash crc error alarm. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.